Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
To correct the condition, another capsule was opened, calibrated, and deployed without incident. Intervention was not required. There was nothing unusual about the patient or the procedure, except for the capsule failing to deploy under normal circumstances. An endoscopy was performed prior to the procedure and the oesophagus appeared to be normal. A medela vacuum pump was used. Lubricant was not used to facilitate capsule placement. The last known patient status and patient information could not be provided due to privacy laws. The patient and the user did not experience any injury or harm due to the alleged device malfunction.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation summary: it was reported that one bravo ph capsule failed to attach to the patient esophagus. One bravo ph capsule and delivery device was received for investigation. The capsule was not attached to the delivery device. The capsule was returned for investigation. Visual inspection did not reveal any damage. The capsule trocar was deployed and appeared normal. The plunger was not fully released. Functional testing could not be performed because this is a single use device and once the capsule is delivered it cannot be functionally tested. Investigation conclusion reveals the most probably root cause was user failure to fully release the plunger. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an esophageal procedure, the bravo capsule failed to detach from delivery system. Additional information was requested from the account. Should we receive additional information, a supplemental MDR will be filed.